Event description:
It was reported that they found that their controller will not connect to their implant which started 2 days ago. Pt mentioned getting a replacement controller in the past from a rep. Pt says that the other day they were trying to get a knot out of their back the other day but couldn't get the stimulation to turn down and was getting shocked, but then eventually could. Pt called an ER and was told they cannot do anything for a medtronic device. Pt is upset that there is no after hours support for medtronic devices. Pt didn't allege any problems with their pump but is concerned because they have dilaudid in it, and worry what could happen if it malfunctioned after hours. Pt at first said their dr is a dr (B)(6) and dr (B)(6) but later said that they dislike dr (B)(6) because "he didn't like that I told him the muscle relaxers give me a headache, and said to stop taking them and he told me I was welcome to get another equipment and cut me off". Pt became very escalated and was upset at every question they were asked including asking for the serial number for the controller. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.